Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1150 experienced turning off by itself, disc alarms and doesn't sound right. As of this time, there is no information regarding patient involvement associated with this reported event.